Manufacturer narrative:
Literature: costalat et al, neurosurgery 2010: 67(6); 1505-15 - (B)(4).

Event description:
It was reported in an article in neurosurgery that a patient had known mild residual c3 stenosis and an in-stent restenosis was suspected at six month follow up but the patient refused angiographic follow up and was aymptomatic. No treatment was given and there was no change in mrs score of neurological status.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is noted as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in an article in neurosurgery that a patient had known mild residual c3 stenosis and an in-stent restenosis was suspected at six month follow up but the patient refused angiographic follow up and was aymptomatic. No treatment was given and there was no change in mrs score of neurological status.